Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective stimulation. As a result the patient underwent surgical intervention on (B)(6) 2019, during which the existing lead was explanted and replaced. Issue resolved.